Event description:
The customer obtained a non-reproducible falsely low vitros psa result on a single pt sample processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely low result was reported and questioned by the pt based on their medical history. A corrected report was issued. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to multiple subsystems, returning the vitros eciq to expected operation. Following the service activity, acceptable performance has been observed. The root cause of this event is instrument related.